Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: continuation of d11: product ID 3889-33, lot# va0srpx, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead, ubd: 2019-02-05, UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: the patient reported they saw their doctor on (B)(6) 2019 and had the device explanted, as planned. X-rays were done a week prior to the surgery. Once the device was removed the pain, numbness and tingling started to subside. When asked whether the nerve damage and numbness and tingling in the leg and foot and up the spine were resolved, the patient stated it had resolved in the spine and was getting better slowly in the leg and foot. The nerve damage and numbness and tingling in the leg and foot and up the spine were ongoing off and on since 2017. The patient stated the shocking had somewhat resolved. When asked about the allegation that the lead wire moved or malfunctioned, and whether lead movement found, the patient replied that it was never actually checked any further by their physician. Regarding the potential cause of the wire movement or malfunction, the patient stated there was no accident. Doctor confirmed that they may have moved, but no action was taken. The patient did not know the device status. There were no further complications reported.

Event description:
Additional information was received from the hcp (healthcare professional): patient was seen at an internal medicine clinic (B)(6) 2019 by a nurse practitioner. The patient said there was an issue with her lead so was sent for lower spine x-ray. X-ray findings: therewas no evidence of an acute fracture or dislocation. There was no significant narrowing of either hip joint. A neurostimulator device was noted with the terminal projected over approximately the s3 foramina on the left. There was no acute bony abnormality. On (B)(6) the hcp at internal medicine clinic stated the patient has not been seen at their clinic again since explant. Patient was last seen (B)(6), date of x-ray and they had no further information regarding the explant. There were no further complications reported.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: continuation of d11: product ID 3889-33 lot# va0srpx serial# implanted: (B)(6) explanted: (B)(6) product type lead ubd: 2019-02-05, UDI: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported by the patient that they wanted to have the interstim taken out of their body since it was not doing anything to them. It was noted that the patient refused to be connected to patient services for clarification or a device check. There were no further complications reported.

Manufacturer narrative:
Product ID 3889-33, lot# va0srpx, implanted: (B)(6) 2015, product type: lead, ubd: 2019-02-05, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: patient stated that in (B)(6) 2017 the device started shocking patient abruptly. Patient called doctor, who refused to fix the wires, refused to take the device out, and device has been turned off for 2 years. Patient had appointment (B)(6)2019, and the plan is to remove the device (B)(6). On (B)(6) 2019 the patient clarified what they meant when reporting the device wasn't doing anything: the wires moved or machine malfunctioned in (B)(6) 2017. The doctor wouldn't fix it, but instead turned it off. Hcp refused removal request from patient. Patient then contacted hcp stating they wanted it removed because it has caused nerve damage and numbness and tingling in their leg and foot an dup their spine. The plan was to have device explanted (B)(6) 2019. There were no further complications reported.